Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. It was reported that someone took the fan apart and the push pins are missing and seeking for part number only. The ventilator was not in use on a patient at the time the event occurred. The product support engineer (pse) provided the part number over the phone. No part is expected to be returned as part was missing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that someone took the fan apart and the push pins are missing. There was no patient involvement.